Manufacturer narrative:
It was determined that the material used was inappropriately thick, contributing to seroma formation. Acell is in the process of collecting add'l data from the initial reporter.

Event description:
Pt underwent bariatric surgical procedure in which the matristem product was used as an onlay of the stomach to reinforce soft tissue. At an undisclosed time period following surgery, fluid pockets were noted under material leading to surgical explantation.